Manufacturer narrative:
Results: the returned sample was visually examined and revealed that cannula was loose inside hub due to insufficient adhesive to hold cannula in place. No foreign matter was observed. Thirty eight visual inspections were performed on 2,050 parts with zero defects noted. Conclusion: bd was unable to confirm the customer¿s indicated complaint, therefore an absolute root cause for this incident cannot be determined. (B)(4).

Event description:
It was repoted that the needle of the bd precisionglide¿ would not attach to the syringe due to foreign matter on the needle. There was no report of injury or medical interventions.